Event description:
Healthcare professional reported "increase in volume on reconstructed after mastectomy for breast carcinoma", "2 nodules in the posterior capsule, no cells or markers positive for alcl at punction", "thin capsule on 3/4", "two hematoma-type swelling on posterior face", "double capsule", "retroprosthetic sero-blood effusion". Regulatory agency later reported "increase in volume on reconstructed breast after mastectomy for breast carcinoma", " 2 nodules in the posterior capsule, no cells or markers positive for lagc at the puncture. 3/4 thin capsule, posterior surface two hematoma type swelling between double capsule. Serobangling retroprosthetic effusion. Intact prosthesis (1 or 2 plies)" confirmed by MRI. This record is for unknown side. Device was explanted and replaced by unknown manufacturer.

Manufacturer narrative:
Continued e1 phone number : (B)(4). The event of double capsule and serosanguinous effusion are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: double capsule and serosanguinous effusion.